Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection found a discolored power cord with two small cuts. A functional evaluation revealed a blade stall error and overheating of the power cord. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord which caused shorted internal wiring and overheating of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with electrical component failure. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Several corrective actions were taken to reduce the occurrence of this failure. No further actions are required at this time.

Manufacturer narrative:
Internal complaint reference: case: (B)(4).

Event description:
It was reported that, the mdu was heating. No case reported; therefore, there was no patient involvement.